Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the vad was exchanged for suspected thrombus on (B)(6) 2019. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas. Heartmate ii lvas was returned assembled with the driveline (dl) severed approximately 13.5¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were returned attached to their respective pump ports. The sealed outflow graft bend relief collar was not returned. Upon disassembly of heartmate ii lvas, examination of the rotor revealed a thin, tissue-like deposition around the inlet bearing ball as well as the proximal end of the rotor. Examination of the body of the rotor revealed small non-adhered, tissue-like depositions on one of the rotor blades which appeared to have broken off from the inlet bearing thrombus formation. The lack of concentric layering and denaturation of these depositions suggest that they did not develop in this location and were not present within the pump for an extended period of time while the device was supporting the patient. Further examination revealed large, tissue-like depositions surrounding the bearing ball within the proximal-side of the outlet stator. The lack of concentric layering indicated that these depositions did not initially form in the outlet stator and likely, originally formed elsewhere. Although the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks observed on the distal, tapered end of the rotor suggest that it was present while heartmate ii lvas was supporting the patient. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were in the pump during operation, they could have potentially contributed to the reported hemolysis and elevated ldh. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.